Event description:
The pt experienced early battery depletion. The device was replaced on (B)(6) 2013. It had been implanted 783 days (2.14 years).

Manufacturer narrative:
Pt has significant hearing loss above 1khz, and is susceptible to the situation where the sp can go into high frequency feedback and the patient simply cannot hear it because of their hearing loss profile.